Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: pinn mar +4 10d 28idx46od; delta cer head 12/14 28mm +1.5; unknown hip femoral stem; unknown hip acetabular cup.

Event description:
The patient had ptq 4 years ago and her insert was displaced from the acetabulum. I forward photos of the primary examination, the case of the evolution of the case and also the box with the implants for analysis. The patient did not need to be hospitalized for this reason, nor did she have any complications during the surgery. Product information: ref. 1219-28-146, lot 132163 - acetabular liner 28mm; ref. 1365-28-310, lot 3512554 - ceramic femoral head 28 mm 12/14. The review was performed on (B)(6) 2018.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the acetabular cup associated with this report was not received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.